Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate shock therapies due to lead dislodgement. The lead was explanted and replaced. No further information is available.